Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ device indicating that the device failed the operation inspection. Based on the information provided, the device failed the initial self-inspection. However, after reinstalling the defibrillation handle and subsequent retesting, the equipment operated normally. No further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available, the reported problem was caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer reinstalled the defibrillation handle and conducted a retest, the equipment functioned normally. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the operation inspection. There was no reported patient involvement.